Event description:
Additional information received from the patient noted that the patient was getting the stimulator out 2014 (B)(6). The patient stated that the stimulator was ¿useless¿ and had not helped the patient¿s pain. It was noted that there was never therapeutic effect. The patient mentioned having a stroke in (B)(6) 2002. The patient stated that their arm was a ¿fist against the chest after the stroke.¿ the patient stated that their pain was from the ¿tip of the right shoulder and down the arm.¿

Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a290, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 977a290, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reporting that their pain stimulation was useless and that they no longer had it, though they did not confirm if it was the whole system or part of the system that was removed. No further complications were reported or anticipated.

Event description:
It was reported that there was a power on reset (por) condition. The error code was 0x400. The caller noted that the patient stated that the stimulation was not working for them and was thinking of having it taken out. The patient stated that it/device ¿stopped working¿ around (B)(6) of 2013 but ¿at least¿ 5-6 months prior to report. The caller stated that the patient had fallen ¿at least¿ five months prior to report and ¿maybe other times.¿ however, the patient had not fallen on the device site. The caller checked impedance and everything looked good per the manufacturer representative. It was noted that the patient was not around any electromagnetic interference (emi) or medical procedures that they could think of. It was later reported that there were no diagnostics performed such as impedance testing, x-rays or reprogramming on the device. There were no malfunctions seen and the cause of issue was not determined. It was noted that a reprogramming occurred but the patient did not like it. It was noted that ¿they¿ would like to remove the device. It was later reported that the stimulator did not provide pain relief. It was noted that the caller never had therapeutic effect. It was reported that the stimulator ¿never worked since day one.¿ the patient stated that it was ¿useless¿ and ¿that was why they want to try a pain pump now.¿ the patient stated it was still ¿worth a shot¿ to try the implantable neurostimulator (ins) therapy. The patient stated that he would be taking out the stimulator. The patient was considering pump trial. It was noted that the patient was ¿currently having a neurostimulator and a baclofen pump.¿